Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device's energy delivery is lower than specification during testing with a defib analyzer. There was no patient involvement.